Event description:
It was reported that when the PICC was advanced to level of subclavian/innominate vein, patient suddenly started complaining about shortness of breath and heaviness in her chest. Patient's face turned red. PICC advancement was immediately stopped: supplemental oxygen was applied as patient's oxygen saturation dropped to 70%. In 10-15 minutes, patient no longer had shortness of breath or heaviness in chest. Supplementary oxygen was gradually reduced from 15 litres/minute to 2 litres/minute. PICC was successfully advanced to svc and dressing applied. Supplemental oxygen was removed. Patient didn't have any problems with breathing or chest heaviness.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rewk0209 showed no other similar product complaint(s) from this lot number.